Manufacturer narrative:
Based on abbott's investigation of the returned device, the impedance issue could not be confirmed. Electrode 1 met specifications of acceptable resistance values with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. There was no anomalies noted during the investigation and the cause for the reported impedance issue could not be confirmed to be catheter related.

Event description:
Related manufacturing ref 2184149-2018-00069, 9680001-2018-00075. During an atrial flutter ablation, the cavotricuspid isthmus was unable to be ablated and the patient had to be cardioverted in order to restore sinus rhythm. While ablating along the cavotricuspid isthmus, the generator powered down and flashed an impedance error. The catheter was removed and confirmed to be irrigating properly. The original grounding pad was placed on the stomach of the patient and was replaced, the connecting cable to the tactisys was replaced, the connections on the generator were verified and the catheter was replaced with no resolution. The use of a non-abbott catheter and generator were used but the issue remained. The physician opted to cardiovert the patient to restore normal sinus rhythm since he was unable to finish the ablation using contact force. The procedure was cancelled without completing the cti line.